Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. At approximately 8:15am, the pump was programmed in the does calculation mode to deliver 100mg of nitroprusside in 250ml, 60kg weight, at a dose of 23mcg/kg/min resulting in a calculated rate of 207ml/hr. The intended dose was 2.7mcg/kg/min with a calculated rate of 23ml/hr. Sixteen minutes later, the nurse noted the pt's blood pressure was 50/30mmhg. The nitroprusside infusion was discontinued. The pt was treated by increasing a concomitant dopamine infusion from a rate of 3mcg/kg/min, to a rate of 5mcg/kg/min, and holding the nitroglycerin infusion. The pt's blood pressure reportedly "returned to an acceptable range within 30 minutes". The pt was discharged with no reported adverse sequelae.